Event description:
Nurse obtained IV set to administer IV to patient. As she was setting the IV tubing up, a white plastic tubing clamp broke. As she squeezed the burette, the plastic completely fractured and the IV set was unusable. Plastic on device appeared friable even at gentle manipulation. Staff was unsure how old product was and could not find an expiration date on the packaging.